Manufacturer narrative:
No part was returned for evaluation and no additional information was available. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time.

Event description:
It was reported that one of the stoppers of the implant inserter snapped off. The implant inserter stopper, one of them snapped off after inserting the implant, the surgeon noticed it, and he looked for it around the operative site, but he can't find it, and he did an x-ray on the patient and nothing can be found on the patient.

Manufacturer narrative:
No part was returned for evaluation and no additional information was available. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. Further information was able to be received on 18 dec 2025, the part was a custom freehand inserter. The instrument fractured before the case, but the surgeon noticed during the case and was concerned. As previously reported, there was nothing left in the patient. The following sections were updated for this supplemental report: b4, e1, g3, g6, h2, h10.

Event description:
It was reported that one of the stoppers of the implant inserter snapped off. The implant inserter stopper, one of them snapped off after inserting the implant, the surgeon noticed it, and he looked for it around the operative site, but he can't find it, and he did an x-ray on the patient and nothing can be found on the patient.